Manufacturer narrative:
This report is for an unknown guides/sleeves/aiming/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective, and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the x20 screwdrivers get stuck and were hard to remove when interacting with the synapse holding sleeve and symphony's retention sleeve due to a rolled edge and burr at the annular grooves that mate with the ball bearings with the respective sleeve. This is due to the excess tightening of the sleeves to screws. This report is for one (1) unknown guides/sleeves/aiming. This is report 2 of 2 for (B)(4).